Event description:
It was reported to covidien in 2008, that a customer had an issue with a vistec sponge. The customer reported when using the product to blot a patient's incision they left behind pieces of the sponge in the wound, the doctor had to spend time removing the pieces.

Manufacturer narrative:
Submit date: 10/21/2008. An investigation is currently underway. Upon completion, the results will be forwarded.